Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the screen turned black after a new battery was inserted. Troubleshooting was performed and unable to confirm if the time is advancing due to blank display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.